Event description:
A customer called to notify bayer that they are allergic to latex. Customer alleged that they had an allergic reaction to the foil "glue" that is used in the elite test sensors. The allergic reaction was limited to blisters on thumbs and forefingers. (These fingers would be typically used to peel back the foil pouch.) The blisters were examined by physician. While on the phone it was explained to the customer that the elite blood glucose system is not formulated with natural rubber latex. Nevertheless the MFR was contacted to review "all" of the substances used in the mfg operation. This investigation/review is on-going and a follow-up report will be provided.